Event description:
This css console was not supporting a patient. A syncardia clinical support representative reported that during a training session at (B)(4), he observed that the battery test pushbutton on the alarm panel of the css console was missing and was found on the floor. The hospital staff did not know how the battery test pushbutton fell off. The css console was returned to syncardia. The battery test pushbutton switch was replaced, and the css console passed the console test validation protocol. Although it is unknown how the battery test switch pushbutton was damaged, it is possible that the console was pushed into a stationary object, e.g., a door or wall. The damage to the switch did not expose any electrical current to the console chassis, and there was no risk of shock. This failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, the failure mode would not prevent the css console from performing its life-sustaining functions.

Manufacturer narrative:
This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.